Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device did not go into threshold suspend when her blood glucose was low. Customer's blood glucose was 62 mg/dl. Customer had set her threshold suspend limit to 85 mg/dl. Customer also mentioned blood glucose and sensor glucose had big variance. After troubleshooting, customer will not be returning the device for analysis.